Event description:
The facility reported that in preparation for a transfer from shower chair to bed, while the caregiver was in the process of installing the first clip of the sling, the hanger bar fell from the boom, hitting the arm rest of the shower chair, the hanger was then retained by the caregiver. No injuries were reported. (B) (4)

Manufacturer narrative:
Additional information will be provided by the manufacturer upon completion of its inspection.